Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was liquid leakage from the cassette tube. This occurred during patient use/administration at facility. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for evaluation. No physical damage or anomalies were observed. No mating device was returned for evaluation. The returned sample was primed as procedure and a leak between the female and tube bond of the set was observed. No additional damage or anomalies were observed. Complaint of poor connection can be confirmed. The probable cause was due to insufficient solvent during assembly process. The DHR lot number was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.